Event description:
It was reported the excluder device deployed successfully. However, when the aortic extender was deployed it took the straight line covering the left renal. The clinician stented the renal artery with a small stent creating good flow to the kidney. There was no allegation of deficiency made by the clinician.